Manufacturer narrative:
Other: infection, country: (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a "one sided implantable neurostimulator (ins) infection" with an infection at the ins site. The patient's ins remained implanted at the time of use, but usage was stopped. It was "unknown" whether the cause had been determined or whether any diagnostic testing was performed. It was also "unknown" whether any surgical interventions had been taken. There was "no damage to the health" of the patient, but it was "inconvenient" ecause the patient's treatment could not be continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.